Manufacturer narrative:
Patient demographics (section a) requested, however not provided by the customer. No product was received by the customer, however a photo was provided. The customer complaint of set cracked at the spike and leaked was confirmed.. Photo provided by the customer identified a hair line crack on the drip chamber spike near the vent cap. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that 45 minutes after the start of an undiluted etoposide infusion, the user observed leaking from a crack on the base of the spike just above the vent. The user had previously inspected the tubing prior to the start of the infusion and no leaks were identified at that time. Approximately 22 ml of the chemo had infused at the time of the leak.. It was stated that no patient harm occurred as a result of the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that 45 minutes after the start of an undiluted etoposide infusion, the user observed leaking from a crack on the base of the spike just above the vent. The user had previously inspected the tubing prior to the start of the infusion and no leaks were identified at that time. Approximately 22 ml of the chemo had infused at the time of the leak. It was stated that no patient harm occurred as a result of the event.